Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient experienced episodes of "freezing" or dyskinesia for an hour at a time, approximately three times per day. The patient fell down during these episodes. The patient was taking medication to help with these symptoms as well as working with his physician on device re-programming. Additional information was requested.